Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer's mother reported via phone call that the customer experienced sensor reading discrepancies. The customer received a low predictive alert the night prior and was given some orange juice and then received another low reading. They tested and blood glucose was 228 mg/dl. They were advised to turn the sensor off and back on and it read over 400 mg/dl. She checked again and she was at 220 mg/dl and not low as the sensor indicated. It was also stated that on another occasion, the customer's blood glucose was 125 mg/dl but the sensor was reading over 400 mg/dl; they tested again and blood glucose was 278 mg/dl. The customer has been receiving calibration error and change sensor alerts. Customer's mother was advised about the proper calibration and insertion process and was advised to change the sensor when issues persist. The sensor would be replaced and returned for analysis.